Event description:
It was reported that during a coronary ptca/stenting treatment procedure, tracking difficulties were encountered. The physician was attempting to implant a drug-eluting taxus stent in a lesion in an unknown artery. When the physician withdrew the stent delivery system, it was noted that the strut of the stent was broken and had ruptured the artery. The physician was able to repair the artery by using two add'l stents. The pt status is reported as "okay". No add'l info is available at this time.